Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the device explant procedure, the right ventricular lead exhibited low impedance. The lead was capped and replaced on (B)(6) 2019. The patient was stable before, during and, after the procedure.